Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). During the MRI, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited backup vvi pacing, and high-voltage therapy was not active. Programming changes were made. There were no patient consequences.